Event description:
The patient experienced a warm sensation and a burning and stinging sensation in the pocket during recharging. After recharging the pocket site was extremely sore for a few days. The outer skin was fine. The 'call doctor' screen was seen during recharging. The burning sensation had occurred since device implantation. Impendence measurements were within normal limits. The patient used a layer of insulating material between the charge antenna and the skin. Stimulation provided good coverage for the patient's pain. The implantable neurostimulator was replaced. The burning sensation stopped after replacement.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.